Manufacturer narrative:
Corrected from adverse event to product problem. Type of reportable event corrected from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the thyroid procedure, an intraoperative occlusion of the tube had occurred. The anesthesiologist reacted quickly and then did an extubation of the tube and intubated the patient again with another tube. The event happened after the airway was established. There was a delay of the procedure as the tube was needed to be replaced. There was no adverse effect or impact to the patient as a result of the delay. The procedure continued normally and ended normally. Both tubes were new and not reprocessed. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the device found the proximal side of the inflation assembly was cut off which may have been an attempt to mitigate the reported occlusion. In an as received condition there was an occlusion of the main tube inside diameter at the proximal end near the inflation assembly connection with the main tube. The peak of the occlusion was approximately 90 degrees radially away from the inflation assembly which measured 2-3/8¿ inches long. The length extended approximately equal from the inflation assembly (proximally and distally). The drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). Using the 7.5mm inside diameter as reference, the delamination / separation of the pvc layer extended out from the surface by approximately 6mm. Additional information suggest that fdm 4118, fdr 3233 and fdc 11 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.